Event description:
Customer reported that she was hospitalized 5 years ago. The cannula bent inside her body and she was not getting her insulin and went into a coma. Customer states that she was hospitalized due to coma and diabetes ketoacidosis. Blood glucose at the time of hospitalization was 800 mg/dl. Customer was vomiting. Customer was wearing the insulin pump at the time of hospitalization. Hospital treated with IV drip and insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.